Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was experienced cloudy effluent and abdominal pain. A pd effluent culture was performed and yielded results for gram positive organism (unspecified). The patient was treated with ceftazidime and cefazolin (unknown dose). The patient continued a 21-day course of cefazolin. The patient continued pd therapy. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Based on the available information, the source for the patient¿s peritonitis cannot be determined. However, there have been no reported allegations nor is there any documentation that indicates a liberty cycler/ liberty cycler set malfunction caused or contributed to this peritonitis event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.